Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery, battery out limit alarms due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and also stated that keypad was not working. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had battery out limit alarm. Customer stated that they were able to clear the alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.